Event description:
Distributer contacted dexcom to report consumer experienced hardware error icon. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported hardware error icon. The root cause was unable to be determined.